Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2024, the patient was feeling sick, nauseated, and could barely walk. The patient¿s friend called 911. Once emergency medical services arrived, the patient¿s bg meter reading was 600 mg/dl and the cgm was reading 300 mg/dl. The patient was wearing an omnipod insulin pump. The patient was treated with unspecified IV ¿shots¿ and transported to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and was treated with an IV insulin drip and lantus insulin. The patient was discharged on (B)(6)2024. The patient was ¿stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
The reported glucose values fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4).